Event description:
The patient was having surgery for posterior spinal fusion for scoliosis. Patient was in supine position for 1 hour and in the prone position for 9 hours. After the sensor was removed at the end of the operation, the skin over the site of the sensor was raised. The area was not red initially but it became red the next day. The area was treated with hirdudoid cream and hydrocortisone cream for a few days before discharge. Patient followed up 8 days after surgery and the area had completely cleared.